Event description:
It was reported by the aci clinical specialist that a (B)(6) yr old male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the mid femoral artery via a 6f sheath (model unk). Peri-procedure, the pt was anti-coagulated with plavix and asa. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the deployment of the sealant, the physician noticed some ooze coming from the access site approx 30 seconds into the swell time. The physician elevated the device to keep the balloon abutted against the arteriotomy, stopping the blood flow and allowing add'l swell time. The physician quickly locked the syringe, stabilized the artery and deflated the balloon. The pt was converted to 25 mins of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1314009) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.